Event description:
It was reported that during an embolization treatment procedure, coil removal difficulties were encountered. The patient was undergoing treatment of the mildly tortuous portal vein. A 0.018" non bsc catheter was positioned inside the patient and continuous flush was established. The physician noted "stiffness" while advancing the 12mm x 30cm interlock detachable coil. The coil was placed into position, but would not detach from the pusher wire and would not fully retract into the catheter. With the coil approximately 1/3 deployed from the distal end of the catheter, the two devices were removed together from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the coil was used with a 0.018" non bsc catheter. The dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade microcather with one or two radiopaque (ro) tip markers)". (B)(4).